Manufacturer narrative:
Additional information: b2, b5, d9, and h6. Further information was requested but not received.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was explanted. Further information was requested but not received.

Manufacturer narrative:
The reported events of backup operation, inappropriate therapy and sensing anomaly were confirmed via reviewing the device data. The backup was caused by a power-on-reset due to low battery voltage. The low battery voltage was caused by excessive number of high voltage activity within a short period of time. The therapies were delivered inappropriately as a result of over-sensed signals. The over-sensed signals were caused by external factors unrelated to the device. The device behaved as expected and according to its programmed settings. The reported event of premature battery depletion could not be confirmed. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was normal. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the patient was discharged in stable condition after explant.

Event description:
It was reported that the patient's implantable cardioverter defibrillator had depleted prematurely. Interrogation noted that the device had perform multiple inappropriate shocks and was in backup-mode. Inappropriate shock was performed due to oversensing of a dislodged left ventricular lead. The device was restored from backup mode. The patient was in stable condition.

Event description:
It was reported, that the patient's implantable cardioverter defibrillator had depleted prematurely. Interrogation noted, that the device had perform multiple inappropriate shocks and was in backup-mode. No interventions were performed. The patient was in stable condition.